Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, customer service reports, system history, system log files). The investigation of log files shows that intermittently real time pc (rtpc) application failed resulting in a disconnection and system entered bypass fluoro mode. The log file analysis shows that several rtpc error messages e.g. Rtpc cpu issues were generated during this time. In this case the system goes in bypass fluoro mode. The user performed hardware power off and rebooted the system but it did not solve the issue. Based on the issue description and the error messages on side, the involved customer service employee (cse) replaced the rtpc cpu fan and cleaned and reseated all relevant boards. After the fan was replaced and relevant boards were cleaned and reseated the system works as intended. An extensive investigation could not be performed because the affected part was not returned. The cause of the complaint could not be determined retrospectively. From past experiences and expert opinion it is determined that intermittent rtpc issue is due to excessive heat produced at rtpc cpu because of the cpu fan issue. "Bypass fluoro" mode: in the bypass fluoro mode the native x-ray image is available. With bypass fluoro a procedure may be continued with remaining functionality of the imaging system or even be terminated using the remaining functionality. In this mode only continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. During a diagnostic cardiac procedure and after a run had been performed, when trying to use fluoroscopy, the a and b planes on the screen went white. There were repeated attempts to perform the fluoroscopy but without success. The guide wire was in the patient's carotid artery during the incident. The patient had to be moved to another room to complete the procedure. It appeared to the customer that the rtpc appears to be disconnecting. There was no report of patient injury but there was a delay of unknown duration in the procedure.